Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving an err3 message and a battery and booklet icon were present on their freestyle flash meter. The customer's meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.